Event description:
Reporter indicated a vns pt was interrogated and found not to be at the intended settings. Vns diagnostics were performed and were normal. Programming history was received and reviewed. The pt was interrogated in 2008 at 4:48:53 am and found to be at 2ma/20hz/250pw/30sec on/3 min off. A systems test was then performed on the same day at 4:50:15 am with normal results. The pt was then reinterrogated at 4:51:51 am and found to be at 2ma/20hz/250pw/30 sec on/3 min off. Another systems test was performed at 5:15:37 with normal results. There was no final interrogation the same day, following the last systems test. The pt was interrogated four months later at 10:20:30 am, and found to be at 0ma/30hz/500pw/30 sec on/5 min off. A systems test was then performed with normal results at 10:21:58. A normal mode test was then performed at 10:24:15 with normal results. There are no interrogations or programming noted after this normal mode test. It is likely the last systems test performed on event day, was not allowed to finish reprogramming the generator back to the intended settings. This can occur when the vns wand is moved away from the generator before the settings are reprogrammed after a diagnostics test. It is recommended by the MFR that a final interrogation always be performed as a last step after any programming or diagnostics event to ensure the pt is at the intended settings. The pt's vns will be reactivated at lower settings to allow for tolerability.

Manufacturer narrative:
Analysis of programming history.